Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however the attached customer photo confirms the foreign material. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The customer photo confirms the foreign material; however the because the sample of the foreign material was not returned the source and identity of the foreign material could not be identified. The root cause for the reported issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that while using an ophthalmic knife during surgery, metallic dust was noted at the main and side port incisions. There was no patient harm. Additional information received has now confirmed that the metallic dust was noted to be retained in the main and side port incisions.